Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The revision surgery was performed 8 years post implantation due to pain, limited mobility, osteolysis, bearing surface wear, and elevated metal ion levels (no metal ion levels provided.) The intraoperative report documents; ¿there was a moderate amount of synovitis. A complete synovectomy was performed, with no excessive fluid or signs of infection detected. There was localized extensive osteolysis noted, primarily involving the medal wall; this went completely through into the pelvis, but structurally, the acetabulum was intact. Bone putty matrix was placed in the medial wall defect.¿ the root cause of the right hip revision was likely the ¿extensive osteolysis¿ documented. It unknown how much the acetabular bone deficiency contributed to the issue. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after undergoing right hip resurfacing on (B)(6) 2011 due to osteoarthrosis, the patient experienced implant bearing surface wear and osteolysis. These complications were treated by performing a revision surgery on (B)(6) 2019, in which moderate synovitis and extensive osteolysis was observed. Both the bhr cup and head were removed and replaced with a competitor¿s tha system (biomet). The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
A2: age or date of birth and a4: weight, b5: describe event or problem, b6: relevant tests/laboratory data, including dates and b7: other relevant history, including preexisting medical conditions, d1: brand name, d4: catalog #, lot #, expiration date and unique identifier (UDI) # and h4: device manufacture date e1: name and address, h6: medical device problem code, health effect - clinical code and health effect - impact code.

Manufacturer narrative:
H3, h6. It was reported that, after undergoing right hip resurfacing due to osteoarthrosis, the patient experienced implant bearing surface wear and osteolysis. These complications were treated by performing a revision surgery, in which moderate synovitis and extensive osteolysis was observed. Both the bhr cup and head were removed and replaced with a competitor¿s total hip arthroplasty system. The patient was transferred to the recovery room in stable condition. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the bhr head. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. This complaint is from the united states regarding a bilateral hip patient. Both birmingham resurfacing hips have been revised. The primary surgery for the right hip was done in february 2011. She had significant dysplasia and cystic changes at the femoral head and the acetabulum. She had a very shallow acetabulum anteriorly in particular but also laterally. Osteophytes posteriorly and posteroinferiorly were removed. The revision surgery was performed in march 2019 (8 years post implantation) due to pain, limited mobility, osteolysis, bearing surface wear, and elevated metal ion levels. (No metal ion levels were provided.) The intraoperative report documents; ¿there was a moderate amount of synovitis. A complete synovectomy was performed, with no excessive fluid or signs of infection detected. - there was localized extensive osteolysis noted, primarily involving the medal wall; this went completely through into the pelvis, but structurally, the acetabulum was intact. Bone putty matrix was placed in the medial wall defect.¿ no records for the left side have been provided at this time. The impact to the patient beyond the reported pain, the revision surgeries and recoveries cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2019. The revision surgery was performed due to pain, limited mobility, osteolysis, bearing surface wear, and elevated metal ion levels. The patient outcome is unknown.